Event description:
Patient's husband reported right side "chills", "fever", "implant hot/warm to touch" and "deflation". Fever and chills are not device related. Patient's husband later reported "something wrong with implant again". Healthcare professional later reported pain. Afterwards healthcare professional reported "capsular contracture, baker grade IV" and "deflation". Later healthcare professional reported intact implant per device photos received. Device was explanted and replaced. Device will be returned. Therefore, the event of deflation is no longer reportable and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-07032. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient's husband reported right side "chills", "fever", "implant hot/warm to touch" and "deflation". Fever and chills are not device related. Patient's husband later reported "something wrong with implant again". Healthcare professional later reported pain. Afterwards healthcare professional reported "capsular contracture, baker grade IV" and "deflation". Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events inflammation/irritation, other - medical, capsular contracture and fever was received on october 29,2025, with lot number 3353263. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fever: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (opening, crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient's husband reported right side "chills", "fever", "implant hot/warm to touch" and "deflation". Fever and chills are not device related. Patient's husband later reported "something wrong with implant again". Healthcare professional later reported pain. Afterwards healthcare professional reported "capsular contracture, baker grade IV" and "deflation". Device was explanted and replaced. Device will be returned.